Manufacturer narrative:
H10: the devices for these events were not returned. Medical records were provided for all three devices and reviewed. The lot history review was performed. Perforation of the ivc was confirmed for all three devices and two of the three devices were confirmed for difficult to remove. A root cause has not been determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficulty removing, malposition of device, and patient device interaction problem. This information was received from various sources. All three malfunctions involved patients without consequence. The three patients ranged from 55-74 years of age and weight was not provided for any of the patients. Of the reported patients, two were male and one was female.

Manufacturer narrative:
The devices for these events have not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficulty removing, malposition of device, and patient device interaction problem. This information was received from various sources. All three malfunctions involved patients without consequence. The three patients ranged from 55-74 years of age and weight was not provided for any of the patients. Of the reported patients, two were male and one was female.